Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, seizure, and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158."

Event description:
It was reported on (B)(6) 2025, the patient was hospitalized for hyperglycemia after experiencing blood glucose levels exceeding 500 mg/dl while wearing the pod for approximately 4 to 24 hours. The patient reported having a seizure during the event. The patient also noted switching between automated and manual modes due to multiple automated delivery restrictions triggered by elevated glucose levels. The patient stated she had been experiencing elevated blood glucose for the past two months, coinciding with receiving a new controller. Reported symptoms included a seizure. Treatment included intravenous fluids and insulin. The patient had a computed tomography scan and saw a neurologist, but results weren't reported. The pod was removed at the hospital. The patient was admitted on (B)(6) 2025, and discharged on (B)(6) 2025. Of note the patient had reported the diagnosis to be "hypoglycemia," but that does not fit with the other data reported as the blood glucose was over 500 mg/dl.